Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during bolus/basal. Customer's blood glucose was 180 mg/dl. The customer stated that the device was not exposed to high magnetic field. The customer stated that motor error occured 3 times in the last 30 days. Customer doesn't receive an e70 alarm. Customer use the sensor feature on the pump. The customer manually pressed to assure complete rewind. The customer realized a crack in case at right side of display. The customer was advised that the device would be replaced and agreed to return the product for analysis.